Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam.the patient has alleged headache and slight cough. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated that the device powers up, provides airflow, a known good, heated tube heats, and the heater plate heats. Pil observed an unknown contaminant on the top enclosure and on the iso port of the rear panel. A dust contaminant was observed inside the blower box, where the filter would be placed. One of the anti-skid pads on the bottom enclosure looked to of been damaged to the point of it being sticky and smeared on the bottom enclosure. Internal investigation findings were an observation of a dust contaminant on the top enclosure, front panel, and bottom enclosure. A hair-like particle was present on the front panel and on the rear panel. A dust contaminant was observed on the blower cap of the blower box, on the blower box, on the blower and blower seal, and inside the blower. Pil was able to confirm the presence of degraded sound abatement foam residue in the blower box. Investigation of the humidifier was performed, and pil observed an unknown contaminant inside the iso port of the flip lid, on the water tank, on the flip lid seal, on the flip lid, the lift tray, on the hinges of the flip lid/bottom assembly, bottom enclosure, on the dry box seal, and on the dry box. An unknown dust contaminant was observed on the flip lid seal, the dry box seal, on the back panel, and the flip lid latch. Hair-like particles were observed on the bottom enclosure. The manufacturer used a fitt and was able to confirm the presence of degraded sound abatement foam.